Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: on investigation, the pump powered on with a functional display screen that displayed the verify screen on start up. Investigation did not duplicate the original complaint. Unrelated to the complaint, the display was noted to be dim, faded and discolored, the battery compartment was cracked below the bumper pad, the vibratory alarm was not operational due to moisture damage inside the pump affecting the vibration motor as well as the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).